Manufacturer narrative:
This patient received left tmj devices in 2003. Several months ago, the patient developed swelling with increased pain and restriction opening. Tissue samples were taken for microbiology testing, and the results showed growth of p. Acnes.

Event description:
The patient's left tmj devices were removed due to infection.